Event description:
The reporter stated, that the surgeon was advancing a visian icl (implantable collamer lens) model micl 12.6mm in the cartridge and the lens tore. No patient contact.

Manufacturer narrative:
Results: a visual inspection of the returned product shows one plate haptic has a piece torn off & missing. There is a clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, foam tip plunger and injector were not returned for evaluation.